Event description:
The account alleged the head section would not lower electrically but would with cardiopulmonary resuscitation function. Once the head section was lowered using cardiopulmonary resuscitation, the head section would raise on its own. No injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.